Manufacturer narrative:
Awaiting prod return to conduct quality investigation.

Event description:
Consumer called to state he is getting reading that differ from his other meter. Analysis run on clark error grid using competitive readings (57) as ref. Point vs. Bd readings (250) yielded data points in the e range of the grid, outside of acceptable limits.